Event description:
Info received indicates the right head siderail is not locking.

Manufacturer narrative:
The technician found the right head siderail latch was bent. The technician straightened the latch to repair the bed.